Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was squirting during priming and the act button is sometimes unresponsive. Customer's blood glucose level was unknown at the time of incident. Customer stated that screen of the insulin pump is harder to see. Customer also stated that the plastic is chipping around the opening of the reservoir. Customer declined troubleshooting. The insulin pump will not be returned for analysis.